Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was unable to insert the cartridge. The customer's blood glucose was 200 mg/dl. The customer also experienced air bubbles in the reservoir at the top near the cap. The customer stated that the size of the air bubbles was 1 cc. The customer was assisted with finishing priming and removing the air bubbles. The customer adjusted the fill cannula to 0.5 as well. The customer did not return the product for analysis.